Event description:
Clinic reports that a kink was noted in the 9th use arterial line at the part of the line coming from the dialyzer. The pt was confirmed to have hemolysis. The pt was initially asymptomatic but later complained of epigastric pain. Pt was subsequently hospitalized and released, returned to unit on 03/25/2000. Faxed questionnaire on 04/17/2000. Sample is available.